Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system on an unknown date. Sometime after the implantation, the patient presented with urethral erosion, and was referred to a urologist (specifics unknown). All other information is unknown and reportedly unavailable.